Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was unable to advance within the catheter. The lv lead was not implanted and a replacement lv lead was successfully implanted to resolve the event. The patient was in stable condition.